Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
Additional information: scs system explant date was missing in the initial report. The additional report consists of missing information.

Event description:
Additional information received as identified: patient underwent surgical intervention wherein the scs system was explanted on (B)(6) 2017.